Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter exhibited electrode noise during the procedure and the patient experienced pericarditis and atelectasis post-procedure. During a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure a farawave nav catheter was used. Electrical noise was observed on electrode 3 on spline d. The catheter connection cable was replaced, but this did not resolve the issue. The catheter was replaced and the noise was resolved. The procedure was completed. Post-procedure and prior to patient discharge the patient experienced pericarditis and was hospitalized. The patient was administered levofloxacin hydrate, acetaminophen, l-carbocisteine, and furosemide. Two days after onset of the pericarditis the patient developed atelectasis from being unable to take deep breaths due to the pericarditis. The patient received a computed tomography (CT) scan and an electrogram (ECG) for diagnostics related to the pericarditis along with an x-ray for the atelectasis. The patient received oxygen therapy to treat the atelectasis. The patient was administered potassium canrenoate on the same day, and then was administered colchicine the day after, as additional medication to treat the pericarditis. The atelectasis resolved two days after onset, the patient was discharged from the hospital eight days after the procedure, and the pericarditis fully resolved five days after the patient was discharged.